Event description:
Olympus rec'd a medwatch report, which stated: "during a revolix laser prostatectomy/transurethral resection of prostate procedure, the pt's bladder distended and it was identified that the stop cock valve had been placed in backwards causing the sheath not to drain the bladder."

Manufacturer narrative:
Olympus contacted the user facility to obtain add'l info regarding this report. The user facility reported that there was no pt harm reported, and provided conflicting info as to whether the intended procedure was completed. The device referenced in this report was not returned to olympus for eval. The service history was reviewed and determined that there was no record of this model of device having ever been returned to olympus for service from this facility. The user facility stated that they had forwarded the device to a third party for eval and repair. This report is being submitted as a medical device report in an abundance of caution.